Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this brady lead was an attempted lead as during the case an attempt was made to place the lead into the lbb position. The lead helix became caught on tissue inside the right ventricular (rv). The surgeon pulled on the lead and was able to remove the lead however, the helix was stretched and the lead body was elongated. Ultimately, a different lead was used and successfully implanted and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this brady lead was an attempted lead as during the case an attempt was made to place the lead into the lbb position. The lead helix became caught on tissue inside the right ventricular (rv). The surgeon pulled on the lead and was able to remove the lead however, the helix was stretched and the lead body was elongated. Ultimately, a different lead was used and successfully implanted and remains in service. No adverse patient effects were reported.